Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a nanocross elite pta balloon during treatment of a calcified cto (chronic total occlusion-100%) located a mid, right fem/pop stent graft. Severe vessel calcification and slight tortuosity is reported. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used for balloon inflation. The device was passed through a previously deployed stent. No resistance was noted during advancement. Deflation difficulties are noted. It is reported the balloon would not deflate at the lesion site and removal difficulties were experienced. The balloon was finally removed after 4 attempts at pulling negative pressure. No patient injury reported.

Manufacturer narrative:
Additional information: there was no intervention required to deflate the balloon and deflation took less than 3 minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the strain relief was removed to inspect for damage at the proximal end of the catheter shaft, no damage was noted. Visual inspection confirmed post deflated balloon profile as received. Under a microscope, crimping marks were noted on the proximal balloon bond chamber. No other deformation was noted on the device. A 10ml syringe was filled with water and connected to the guidewire port and flushed the device with no issues noted. A 0.014inch guidewire from the lab was loaded via the distal tip with no resistance. The device passed negative prep. The balloon was inflated to nominal pressure (8atm) and inflated to rbp (14atm) with no issues noted. On inspection of inflated balloon, excessive curvature of the balloon inner lumen was noted. The balloon failed to deflate after 4 minutes. Negative pressure was carried out and the balloon still failed to deflate. The balloon remains in an inflated state. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.